Event description:
It was reported that the right atrial (ra) lead had low impedance, undersensing, and no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: p1501dr, implantable pulse generator, (B)(6) 2006; 4024, implantable pacing lead, (B)(6) 1998. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. The atrial lead impedance was approximately 80 ohms and below.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.